Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was capped on (B)(6) 2018 due to dislodgement. Additional information was requested but has not been received. No further information is available at this time.